Event description:
During evaluation of a transfer set for a leak issue (MDR #1423500-2012-04674), it was observed that the white mini-cap returned with the transfer set was cracked/split resulting in a leak. According to the initial reporter, there was patient involvement but no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported problem of damage was confirmed. During visual inspection of the sample, a crack was found at the minicap, and the reported condition was confirmed. After doing the investigation by the minicap supplier, it has been determined that this was caused by manufacturing issue - molding. This issue is being investigated through CAPA.